Event description:
Lead had high shocking impedance of >150 ohms. Lead was explanted and replaced. No adverse patient events were reported.

Manufacturer narrative:
Corrected the event description and the device problem code. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead had low shocking impedance of >150 ohms. Lead was explanted and replaced. No adverse patient events were reported.